Event description:
It was reported that there was a power on reset. The device parameters did not change from the physician ordered parameters. It was further reported that the save-to-disk revealed that the device had a "soft reset" due to a "write to locked ram" state. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed a write to locked ram power on reset occurred on (B)(6) 2011. It was also noted that the patient alert triggered for power on reset on (B)(6) 2011.